Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the valve shifts very loudly. As stated on the repair statement additional malfunction on this device: pilot valve alarms & shuts down.